Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs assay ver. 2.1 on multiple roche analyzers. It is unknown how many roche analyzers were used for testing. No incorrect results were reported outside of the laboratory. The reporter questions if the sample contains an interfering factor. The reporter stated that the sample was analyzed on several systems and always measured results of?" With a flag indicating low signal, followed by a value of 3.0 pg/ml and a value of 30.0 pg/ml. Data was provided for testing performed on two different systems. On the first system, the sample initially resulted in a value of 3.00 ng/l. The sample was repeated four additional times, resulting in values of?", 30.0 ng/l, 3.00 ng/l, and 3.00 ng/l. On the second system, the sample initially resulted in a value of?" With a flag. The sample was repeated four additional times, resulting in values of?" With a flag, 30.0 ng/l,?" With a flag, and 3.00 ng/l. The serial numbers of the involved analyzers were requested, but not provided.

Manufacturer narrative:
Calibration signals were within expectations for calibrations performed on (B)(6) 2022. Quality controls were within range on the day of the event. A sample from the patient was requested for investigation, but no sample was available. The investigation could not identify a product problem. The cause of the event could not be determined.